Event description:
On 04/08/2008 the patient's mother reported that the infusion device failed to a1 when the insulin cartridge was low and e1 when the insulin cartridge was empty. The patient's blood glucose elevated to 600 mg/dl and she had hyperglycemic symptoms of thirst, frequent urination, and nausea. She bolused through her infusion device to lower her blood glucose. Her normal blood glucose range is 100-200 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned on a separate complaint.